Event description:
It was reported that the system was interrogated because the patient anticipated an MRI exam "due to a possible strike." Findings revealed high impedance readings were obtained on all or some of the unipolar electrode pairs. There were no patient symptoms reported and no other issues were detected from the implanted system. No programming changes were noted. Additional information has been requested from the hcp, but was not available as of the date of this report.